Event description:
Olympus medical systems corp. (Omsc) was informed that the user had noticed the ptfe pad of the subject device damaged shortly after the laparoscopic assisted distal gastrectomy. Omsc confirmed that the ptfe pad was severely worn and the metal part was exposed. And the pad was partially separated from the grasping section. The procedure was completed with the device. The device was used two times. There was no report of patient's injury regarding this event.

Manufacturer narrative:
The omsc evaluation confirmed that the ptfe pad on the grasping section of the subject device was severely worn and the metal part was exposed. And the pad was partially separated from the grasping section. The grasping section was curved, and the tip of the probe had a scratch against the grasping section. There was a scratch on the tip of the grasping section, also. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, omsc concluded that the wear and partial peeling of the pad occurred since the user activated output with the curved grasping section, which was caused by handling of the user, then the pad and the tip of the probe contacted too much.